Event description:
It was reported that biosure interference screw broke and came out of the joint just after the fixation. No patient injury was reported

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.